Manufacturer narrative:
H3: product analysis : (B)(4) lot# my22e0001 after visual and optical examination and functional testing, it appears that the threads of the knurled locking screw are worn from what appears to be repeated normal use. This is consistent with anticipated wear. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a flex arm. It was reported th at flex arm was broken. There was no patient involvement. There were no further complications reported regarding the event. 16 feb 2024, update received flex arm will no longer tighten and hold its position